Event description:
The patient was in surgery because of a cerebral tumor. In craniotomy sinus sagittalis bleeding and floseal was used for stopping the bleeding (not the whole syringe). The bleeding stopped. After about 15 minutes brain edema was found and the patient had venous infarct. Cta angiography showed thrombosis in sinus sagittalis in the previous bleeding spot. Thrombotic mass was also found in the frontal side of the bleeding spot, and that is why the surgeon concluded that the incident was not caused by floseal. According to the surgeon a more probably reason for the infaract could be the spatula that has pressed sinus in the operation. The patient doesn't have any other diseases except the tumor. Patient outcome unknown.